Event description:
Ous MDR - it has been reported that this ICD was no longer able to be interrogated approximately 63 months after implant. No deterioration in the health status of the patient has been reported. The device was explanted.

Manufacturer narrative:
The ICD underwent an electrical inspection. Matching the clinical observation, it was determined that the device could no longer be interrogated. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured. A discharged battery was detected. The electronic module was therefore connected to an external voltage source and underwent an electrical function check. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. Especially the examination of the current uptake of the electronic module proved to be unremarkable. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, the battery was discharged. But a performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was examined. The visual inspection detected an internal short-circuit. This internal short-circuit enabled an increased battery-internal self-discharge. In summary, the ICD had been implanted for 63 months. In the context of the analysis, the clinical observation resulted from an increased battery-internal self-discharge. The electronic module proved to be without defects during the analysis.